Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an uphold anterior vaginal repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure, they noticed that the leader loop was cut on one side inside the plastic sheath. This was found out before the first kit was implanted. The procedure was completed with another uphold lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event suture broke. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.